Event description:
It was reported that on (B)(6) 2007, the patient underwent a lateral approach lumbar interbody fusion in which rhbmp-2/acs was used. It was reported that in or around 2008 the patient was diagnosed with chronic pain. As a result, the patient has required extensive medical treatment. It was reported that the patient has never recovered from his surgery and continues to have daily, severe, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 patient underwent the following procedures: lumbar diskectomy l5-s1, with transitional segment below; lateral arthrodesis l5-s1; pedicle screw instrumentation, l5-s1; spinal prosthetic implant; morcellized autograft; morcellized allograft. Preoperative diagnosis, postoperative diagnosis: lumbar spondylosis as per op-notes: the disk space was cleaned out with an assortment of reamers, curets and pituitary rongeurs and the end plates roughed up in preparation for interbody fusion. The interspace was then packed with a combination morcellized autograft, allograft and rhbmp-2/acs and a peek implant cage was impacted into position that had been packed with rhbmp-2/acs. Satisfactory appearance of the implant and arthrodesis was confirmed using intraoperative fluoroscopy. Following this attention was directed towards pedicle screw fixation. No complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.